Event description:
It was reported the buttons on the insulin pump were only responding about 10 percent of the time. Customer stated the device had alarmed button error in the morning. Customer's blood glucose was 6.2mmol/l. Customer stated customer had just gotten out of the shower and the touched the device before the alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.